Event description:
New information received stated that insulation anomaly and noise were noted intra operatively by physician. No insulation issues were noted during fluoroscopy. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2019 during device upgrade procedure.